Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one image of the device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. In addition pmv performed photographic inspection of an image and noted that the jaws of the loading unit were open with no sign of abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right "lunch" cancer procedure, the handle could not be squeezed and the staple would not fire. A new device was used to resolve the issue and complete the case. There was no patient injury.